Event description:
Follow up information reported that the symptoms of headache, nausea, and vomiting had resolved following the lead replacement surgery. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that when the patient's lead was 'on' he experienced a headache, nausea and vomiting. An x-ray on (B)(6) 2013 confirmed that the lead had not migrated and was in the same position as on the day of implant. Impedances were also checked on the same day and were within normal limits. It was noted that reprogramming had been attempted but was ineffective. There was no patient injury but surgical intervention took place to replace the lead. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3888-45, lot# va03lvu, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3888-33, lot# va00p29, implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).